Event description:
Nurse heard the b braun pump alarm. When nurse went in the room to check, the alarm indicated a downstream occlusion. The nurse reset the pump but it alarmed again. Nurse thought it was the IV site so he flushed the site but he didn't have difficulty flushing the site. He then proceeded to change the tubing and that's when he discovered the debris (a solid white plastic) below the check valve. Unfortunately, there was no packaging saved since the tubing had been in use.